Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, high pacing threshold was noted on the right ventricular (rv) lead. The pacing impedance was also risen over the period. Programming changes were made. The patient was stable.